Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that a liner would not seat and lock in. Doctor was meticulous in checking to make sure the acetabular screws were seated below the inner cup, and made sure there was no tissue to get in the way. After trying multiple times with differed amounts of mallet blows, he decided to go with a standard neutral liner, which went right in. Attempts were made, and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the liner found the inner radius, scallops, and barb to be in good overall condition. The sidewall of the liner is gouged. Two circular indentations were observed on the liner's outer radius. No dimensional analysis will be performed at this time due to the implantation and removal of the liner. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report